Manufacturer narrative:
Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an anterior cervical discectomty and fusion (acdf) surgery at c6-7 on (B)(6) 2017 as treatment for degenerative disc disease with left sided radiculopathy (c6-7). The patient was implanted with the zero-profile variable angle (zero-p va) implant system. A 9mm lordotic spacer was implanted and the titanium plate disengaged from the polyetheretherketone (peek) spacer twice during implantation. That spacer was removed and the surgeon implanted a new spacer without difficulty. These events resulted in a 5 minute surgical delay. No harm was reported to the patient. The procedure was successfully completed. The patient outcome was stable. This complaint involves 1 device. This report is 1 of 1 for (B)(4).